Event description:
It was reported that externalized conductors were noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event the lead was returned in two pieces and was cut at 12cm from the connector pin. Analysis found internal insulation abrasion at 8.5 to 10cm from the helix end. The etfe insulation of the re conductor was intact.